Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The customer has alleged visualization of black foam particulate in the humidifier of the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was alleged visualization of black foam particulate in the humidifier of the device. There was no report of serious patient harm or injury. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit corrected. In box b: describe event or problem has been corrected. In box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been corrected.